Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, under delivery of medical fluid was observed. It was reported that the customer noticed medical fluid administered was different from that recorded in the pump's event log. No patient injury reported.